Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
Medwatch report number (B)(4) was received. "Describe the event or problem: proglide suture closure device misfired, did not work correctly. What was the original intended procedure? Four vessel fenestrated-evar with pmeg zfen-p-2-34-137-r including distal bifurcate zfen-d-12-28-106-c and stented fenestrations for the celiac, sma, and bilateral renal arteries. Left femoral conduit for placement of endovascular prosthesis with 10mm hemoshield gold. Balloon angioplasty and stenting of the left common iliac artery and left external iliac artery with 10mmx15cm viabahn. Percutaneous access of the right common femoral artery with preclosure of 14 fr sheath. What problem did the user have (check all that apply): device malfunction- that is, the device did not do what it was supposed to do." Additional information was received from facility reporter. The sutures of two proglide devices were successfully preplaced at the right common femoral artery access site. After the stenting procedure the preplaced sutures of the two proglide devices were tightened and protamine and 10 minutes of manual compression were used to achieved hemostasis. No additional information was provided.